Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision procedure was performed. The physician attempted to reposition the rv lead but the helix would not extend. The physician opted to remove the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. This rv lead was returned to facility awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A lead revision procedure was performed. The physician attempted to reposition the rv lead but the helix would not extend. The physician opted to remove the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. This rv lead was returned to facility awaiting analysis.